Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the actual device and a photograph of the sample were provided for evaluation. The reported issue of leakage was not easily identified by initial visual inspection on the returned sample. Tpn solution was observed leaking into outer pouch during the visual inspection of the photo sample. Functional leak testing on the actual sample was performed and a leak was identified from the administration port bonding area; a spike port bonding defect was identified. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from the administration port. The issue was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.